Event description:
It was reported that telemetry could not be established in a pre-operative area prior to a nephrectomy. The programmer batteries were fine and the patient had not had the stimulator long enough for a typical enterra battery to be dead. They moved to other areas in the hospital to attempt to avoid potential interference, but telemetry could still not be established. The physician proceeded with the nephrectomy. To the company representative's knowledge, there were no adverse events.

Manufacturer narrative:
Programmer 8840 serial unknown. Lead 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead 435135, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. (B)(4).